Event description:
An elderly patient undergoing laproscopic hysterectomy w/ bilateral salpingo-oophorectomy and pelvic washings. The patient was placed in lithotomy, prepped and draped. The team began to set up the scope, camera and light source. The resident reports forgetting to connect the light source to the scope prior to requesting the power source machine be turned on by the nurse. While the light source was resting of the resident. Shortly thereafter, a small hole was noted in the drapes and two smalls (approximately 0.5 cm in diameter) darkened, blistered lesions, believed to be 2nd degree burns, were identified on the patient's right forearm.

Manufacturer narrative:
The previous reportability decision was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(6).